Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms and high blood glucose levels. The customer states they are receiving no delivery alarms during basal and bolus delivery. The customer's blood glucose level at the time of incident was 438mg/dl. The customer treated the high levels with manual injection. Troubleshoot was conducted, and the insulin was found to exit with manual prime. The customer was advised the pump is working as designed and issues were caused by a connection issue. The customer was advised to monitor the device and call back if issues persist.